Event description:
A caller reported that the pump battery depleted too quickly, leading to a pump shutdown. Despite the shutdown, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, who uses the ios mobile app, was instructed by technical support to uninstall and reinstall the mobile app and to monitor if battery depletion exceeds 35% per day, with follow-up advice provided.